Event description:
It was reported that the pin is broken with fragments. The product development investigation stated, that there were clear witness marks are present on both ears of the alignment indicator and are consistent with a broken pin. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 4551254: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item had an unknown problem. The repair technician reported the instrument was worn, binding, and sticking, and the shaft was very scratched up. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product development evaluation was completed: a helical blade inserter (357.372 lot 4551254) was received with a sheared off 2.0mm locator pin. This allows the alignment indicator to freely spin on the guide shaft. The helical blade inserter (357.372 lot 4551254) is a component of the trochanteric fixation nail (tfn) locking set (690.340) which is used for intramedullary fixation of proximal femur fractures. The helical blade inserter is utilized to insert 11.0 mm helical blades which are used to proximally secure a nail. The following drawings, used at the time of manufacture (february 2003), were reviewed: top level, alignment indicator and guide shaft. The drawings were found to be suitable for their intended use. The 2.0mm locator pin is used to align the alignment indicator with the guide shaft. The alignment indicator is not intended to be struck with a hammer; therefore the pins have not been designed to be able to withstand the resulting force. In order to fully insert the helical blade, light hammer blows may be necessary on the back of the coupling screw. Clear witness marks are present on both ears of the alignment indicator and are consistent with a broken pin. An inadvertent blow to the indicator would either shear off the locator pin, which would allow the indicator to spin freely, or deform it, which would jam the indicator onto the guide. In this instance, the locator pin was sheared off and the alignment indicator was able to rotate freely. After reviewing the related product drawings, complaint history and risk analysis, the complaint is confirmed. The complaint condition of a broken locator pin and a freely rotating alignment indicator is consistent with repeated hammering and the cumulative sum of multiple miss-stuck hammer blows to the alignment indicator which the device was not designed to withstand. The current device design has been modified to mitigate the potential of this failure mode by removing the indicator ears. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.